Event description:
The report received from the field indicated that during preparation, a precise pro rx 6mm x 40mm stent prematurely deployed on the table during preparation. It was not clinically used in the patient. A 6 x 30 precise pro rx was prepped without any issues and successfully deployed in the patient¿s internal carotid followed by the successful prepping and deployment of a 9 x 40 precise pro rx in the proximal internal carotid and common carotid artery. The patient had no complications and no injuries. The procedure was performed in a hybrid surgical suite. Additional information has been requested.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during preparation, a precise pro rx 6mm x 40mm stent prematurely deployed on the table. It was not clinically used in the patient. Review of lot 15782012 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. The hemovalve of the precise pro rx is shipped in the open position. If the prepping instructions are not properly followed and the valve is not closed prior to removal from the tray it is possible to pre-maturely deploy the stent or to start stent deployment while still in the tray or during removal from the tray. It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. However, based on the information provided no conclusion can be drawn. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.